Manufacturer narrative:
Reported event of failure to interrogate was reported to abbott and confirmed. The device was unable to establish communication upon receipt. The device was cut open and battery voltage was found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature due to being affected by use of magnetic reasoning imaging (MRI) in the field. User manual indicates it is required to program the device to MRI settings as part of the MRI scan workflow. Potential adverse events of inability to communicate may occur in an MRI environment.

Manufacturer narrative:
The event of failure to interrogate was reported to abbott and confirmed. The device was unable to establish communication upon receipt. The device was cut open and battery voltage was found to be at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Electrical testing revealed high current drain from the hybrid. An integrated circuit anomaly resulting in electrical overstress in the hybrid was the cause of reported events in the field and high current drain.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient was stable.